Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was not working properly. The customer's blood glucose was 190 mg/dl at the time of incident. The customer stated that there was water under the lcd screen and was buzzing an alarm constantly. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics assembly. The pump was received with broken battery tube threads, a broken reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, a cracked case near the display window corners, and a cracked display window noted. No audio/beep anomaly noted.